Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer states the alarm is not sounding and its' due to a failure of the pc board.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch/button was broken causing the alarm not to function, which confirmed the original complaint issue.

Event description:
Dealer states the alarm is not sounding and it's due to a failure of the pc board.